Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing incision was irritated under the lifevest equipment. Patient described the area as the garment was rubbing the incision and caused it to bleed. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.